Event description:
The customer reported via phone call that they fell into the lake while connected to the insulin pump. Customer stated the insulin pump was unresponsive after and a blank display occurred. The customer's blood glucose was unknown. The customer was unable to troubleshoot at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The pump was received with currents within specification. No blank display was noted. The lcd board tested okay, and no moisture damage was noted on the electronic assembly.